Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they did not see their doctor for electric shocks. They never notified them. The electric shock like was quick and for a second. There was leg pain in night at first mostly but then in different areas of body. They believed that their intestim might have been too high for starting. They called for advice and they got no advice or help from their doctor. Patient was very happy with device.

Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had been to the emergence room (ER) with pain in their chest and legs. Patient said their legs got really crampy . Patient said they had stimulation at 3.7 and it was like electrical shocks in their chest and pain all over their body which they did not have before. Patient said they were not admitted to the hospital. Patient said they checked their heart and it was not their heart. Patient said they had heart problems before they got the device. Patient said they had stents and a pacemaker. Patient said they turned stimulation off on (B)(6) 2018 and had not had the pain or the shocks. Patient was to follow up with health care professional (hcp). Patient said they had not gotten any help from the doctor, further stating that they called the doctor and the doctor told them to call the manufacturer. Patient said they never saw the doctor before or after the procedure, further mentioning that when patient called for a follow up appointment, they were told they did not need one. Patient said they had a nurse through security health that they were working with. Physician listings were sent to the patient. No further patient complications were reported/ anticipated as a result of this event.